Event description:
The d10le has a broken cutter gear knob. There have been no pt consequences reported. No interruptions in breast biopsy.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the power cable to be replaced.the devie was functionally tested, met all product requirements and returned to the customer. 510(k) is k992813